Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, pain, crease/folding, and silicone migration. Also reported, lump/nodule and cyst not device related.

Event description:
Patient reported right side rupture, lymphadenopathy, pain, crease/folding, and silicone migration. Also reported, lump/nodule and cyst not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Patient reported right side rupture, lymphadenopathy, pain, crease/folding, and silicone migration. Also reported, lump/nodule and cyst not device related, diagnosed by ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: crease fold observed on the device. Cyst-ndr: not applicable as the event is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.